Event description:
The customer reported that there was no audio from the loudspeaker on the dash 2500 patient monitor. The complaint indicates that the device failed the audio test due to dc2dc board failure. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.